Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances on one lead. Surgical intervention was undertaken, and the lead was explanted and replaced.